Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger . Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information received from the patient reported the 376 code on the recharger unit which they have had since 2014. The patient also reported that they were charging too frequently. It was noted that they had not been reprogrammed or switched to a new group and didn't increase parameters. The patient had previous overdischarge (od) events on their implantable neurostimulator (ins) and that they needed to recharge daily. There were no patient symptoms reported. The indication for use for the implanted device was noted as degenerative disc disease. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported they were scheduled to have their implantable neurostimulator (ins) replaced because it was ¿malfunctioning.¿ the consumer later clarified that they lost their recharger so the ins ended up ¿going completely dead.¿ the consumer met with the manufacturer¿s representative (rep) who was able to get the ins started again, but ever since then they had recharging issues. At one point they only had to charge it every day and a half, but mainly they had to charge it every day, twice a day, and they felt that the ins was malfunctioning, but were later informed it would just take time for the ins to get its¿ ¿memory back.¿

Event description:
The patient reported having seen both, error codes 375 (antenna failure) and 376 (antenna temp-test failure.) The patient noted that the battery previously lasted four to five days, but now needed to charge every day or sometimes twice a day because of the overdischarge. She has stimulation on all the time. Due to the prior overdischarge, the need to recharge frequently due to the overdischarge, and the battery nearing end of service (eos), the patient was working with the health care professional (hcp) to arrange a battery replacement. The manufacturer representative (rep) had not seen or spoken with the patient since clearing the overdischarge about a year ago. The rep was unaware of the complaint of charging more frequently, but noted that it was normal to have to charge more frequently following an overdischarge.